Manufacturer narrative:
Pt info was not provided as no pt was involved in this concern. Replacement parts shipped (B)(4) 2012. RMA issued. Investigation finds one of the casters is missing the threaded post; the other caster has half of the main body broken off. It was reported this damage occurred during shipping.

Event description:
A medtronic representative reported that both of the locking casters were broken. There was no pt present.